Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter with serial (B)(6) , and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Supplemental report 1810909-2024-00066s was filed with the FDA on 07-jun-2023 under file name 1810909-2024-00063s. Section h11 of the supplemental report 1810909-2024-00066s inadvertently captured incorrect information, i.e. Information related to 1810909-2024-00063s. The correct information for report # 1810909-2024-00066 is as follows: the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.